Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleges connector piece breaks. Caller also reports the middle piece is getting loose very early. No adverse event reported. Unused product has been received for evaluation.